Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on historical data, possible causes include material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had lost endoscopic image. The issue was found during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.